Event description:
It was reported that during an unspecified interventional procedure, device removal difficulties were encountered. While engaging in "extensive manipulation" of the 6fr jr4 runway guide catheter, the catheter became twisted and kinked and was unable to be removed from the introducer sheath. The pt went to surgery to remove the guide catheter from the artery. The pt's condition was reported as "in surgery."

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.